Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, undersensing and a decrease in r wave amplitude was observed on the right ventricular (rv) lead. A lead dislodgment was suspected so a rv lead revision procedure is anticipated. The patient was stable and will continued to be monitored.